Event description:
The iab did not inflate. The iab was removed and a second was inserted into the pt. The pt was transferred to jersey shore medical center. The iab was not returned to datascope for evaluation. The iab was discareded by the facility. (Event complications: none from the event- reported 6/6/97.) (Pt's current status: expired- rpt'd 5/30/97.)